Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the patient line due to the connection being "too tight". Additionally, it was reported that the tubing separated from the cartridge. Customer's blood glucose was 218 mg/dl. Reportedly, a new cartridge was loaded and insulin delivery was resumed.